Event description:
It was reported the device shocked the patient. The device was replaced, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). The ins has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.